Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. Olympus followed up with the user facility to obtain additional information and the facility reported that they had cleaned the channel of the subject device using non-olympus cleaning brush. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing result indicated no microbial growth for the subject device. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests by the facility, the subject device tested (B)(6) for staphylococcus haemolyticus and micrococcus lylae. The subject device had been manually reprocessed with peracetic acid. There was no report of patient infection associated with the event.